Event description:
It was reported that an alert was delivered through remote transmission when the device failed to deliver therapy for a vf episode. A possible lead to can abrasion was suspected, and an rv lead revision was recommended. The patient is doing well and being monitored remotely.

Manufacturer narrative:
(B)(4).